Manufacturer narrative:
Concomitant medical products: 6947m55 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to their left ventricular (lv) lead. Attempts to reprogram the lead to remove the stimulation were unsuccessful, and the lv lead was later inactivated. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.